Event description:
A patient death in 2005, due to sudden cardiac death. Reportedly, this was probably not device related; however this is conservationly being filed. No other information was available.